Event description:
The customer reported that the system's display screen acquired an overall red cast, making it more difficult to read info displayed on the screen. No pt harm resulted. Note: 1 pt identifiers were not available from the reporter.

Manufacturer narrative:
Device problem already known, no eval necessary. Return of device was not necessary, so "returned to MFR on (date)" is left blank. The device is centralized pt monitoring system. The device consists of a cpu (central processing unit), software and various peripheral hardware items. The device receives patient vital signs data from individual bedside patient monitors through wired or wireless connections. The customer reported that the system's display screen acquired an overall red cast, making it more difficult to read info displayed on the screen. The problem was corrected by assisting the customer in performing a reboot of the cpu (central processing unit). There was a temporary loss of centralized patient monitoring during this intentional system reboot. No root cause investigation was necessary because the problem is already known. Prior investigation found that the problem is caused by a software issue: a shortage of color cells with 8-bit pseudocolor displays and hardware initialization states. A solution was implemented in a subsequent software release. As of the date of this filing, the customer has not elected to upgrade to a later software release.